Event description:
Procedure type: lap gastric bypass. According to the reporter: when dr. (B)(6) was removing the endo gia universal xl out of the versastep cannula, the cannula split lengthwise down the barrel then collapsed due to the versastep sleeve. A new versastep plus was used. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The instrument broke during the procedure but no pieces fell into the cavity. No pt injury was reported.

Manufacturer narrative:
(B)(4).